Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, on (B)(6) 2017, the fill estimate displayed 1 unit; however, the customer was able to pull out several units from the cartridges. Additionally, on 2/03/2017, the customer filled a cartridge with 300 units, and on (B)(6) 2017, the insulin gauge showed 1 unit. The customer did not know how much insulin had been delivered during that time. Although requested, the customer declined to upload the pump data logs for tandem technical support to perform a log review. The customer reloaded the cartridge successfully, and declined further follow-up from tandem technical support regarding the event. There was no reported impact to the customer's blood glucose level.